Manufacturer narrative:
The account has not returned (B)(4) attempts to determine the resolution of the alleged malfunction.

Event description:
The accounts engineer stated the nurse call is not working from the bed.